Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated and suprarenal device. Patient presented recently with an endoleak type iiib. Patient is currently being monitored. No additional patient sequalae has been reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there was substantial evidence to support the following reported events; the type llla and lllb endoleak. The clinical assessment determined that there was evidence to reasonable suggest a type iiia endoleak of the cuff and main body occurred that were not included in the event as reported. The type iiia was discovered during review of the CT scan 50 months post implant. The manufacturing records confirm that the lots met all requirements prior to release. Device remains implanted in the patient and was not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.